Event description:
It was reported that a malfunction alarm occurred with malf 9 code, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump after receiving assistance from technical support to reset it successfully, and was advised to call back if the issue recurs.